Event description:
User experienced low control recovery and patient results for sodium on both cobas 6000 c501 analyzers at customer site. Six patient examples were provided. Five patient results were discrepant on this c501 analyzer (B) (4). Sample type is plasma, drawn in green top sample tubes and spun at 1300 rpm for 10 minutes. All five patient samples were sent out to another facility to be tested on a different analyzer, syncron cx9lax. Initial sodium gave 131; repeated on other c501 (B) (4) gave 134 mmol per l. Sodium result from other facility gave 137 mmol per l. No erroneous results were reported from this c501 analyzer (B) (4). The field service representative reported the customer resolved the issue by replacing the ise reference solution with a different lot number of reference solution. Customer ran calibration and controls in triplicate which were within specification.

Event description:
User experienced low control recovery and patient results for sodium on both cobas 6000 c501 analyzers at customer site. Six patient examples were provided. Five patient results were discrepant on this c501 analyzer (B) (4). Sample type is plasma, drawn in green top sample tubes and spun at 1300 rpm for 10 minutes. All five patient samples were sent out to another facility to be tested on a different analyzer, syncron cx9lax. Initial sodium gave 128; repeat on other c501 (B) (4) gave 132 mmol per l. Sodium result from other facility gave 136 mmol per l. Initial potassium gave 4.8; repeat on other c501 (B) (4) gave 3.5 mmol per l. Potassium result from other facility gave 3.6 mmol per l. No erroneous results were reported from this c501 analyzer (B) (4). The field service representative reported the customer resolved the issue by replacing the ise reference solution with a different lot number of reference solution. Customer ran calibration and controls in triplicate which were within specification.

Event description:
User experienced low control recovery and patient results for sodium on both cobas 6000 c501 analyzers at customer site. Six patient examples were provided. Five patient results were discrepant on this c501 analyzer (B) (4). Sample type is plasma, drawn in green top sample tubes and spun at 1300 rpm for 10 minutes. All five patient samples were sent out to another facility to be tested on a different analyzer, syncron cx9lax. Initial sodium gave 129; repeat on other c501 (B) (4) gave 129 mmol per l. Sodium result from other facility gave 135 mmol per l. No erroneous results were reported from this c501 analyzer (B) (4). The field service representative reported the customer resolved the issue by replacing the ise reference solution with a different lot number of reference solution. Customer ran calibration and controls in triplicate which were within specification.

Event description:
User experienced low control recovery and patient results for sodium on both cobas 6000 c501 analyzers at customer site. Six patient examples were provided. Five patient results were discrepant on this c501 analyzer (B) (4). Sample type is plasma, drawn in green top sample tubes and spun at 1300 rpm for 10 minutes. All five patient samples were sent out to another facility to be tested on a different analyzer, syncron cx9lax. Initial sodium gave 133; repeat on other c501 (B) (4) gave 135 mmol per l. Sodium result from other facility gave 139 mmol per l. No erroneous results were reported from this c501 analyzer (B) (4). The field service representative reported the customer resolved the issue by replacing the ise reference solution with a different lot number of reference solution. Customer ran calibration and controls in triplicate which were within specification.

Event description:
User experienced low control recovery and patient results for sodium on both cobas 6000 c501 analyzers at customer site. Six patient examples were provided. Five patient results were discrepant on this c501 analyzer (B) (4). Sample type is plasma, drawn in green top sample tubes and spun at 1300 rpm for 10 minutes. All five patient samples were sent out to another facility to be tested on a different analyzer, syncron cx9lax. Initial sodium gave 121; repeat gave 120 mmol per l. Sample repeated twice on other c501 (B) (4) giving 123 and 124 mmol per l. Sample tested twice at other facility giving 127 and 126 mmol per l. No erroneous results were reported from this c501 analyzer (B) (4). The field service representative reported the customer resolved the issue by replacing the ise reference solution with a different lot number of reference solution. Customer ran calibration and controls in triplicate which were within specification.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4)